Event description:
A 6 month old female was catheterized for closure of an aortic left ventricle fistula with a 6mm amplatzer vascular plug ii. An aortogram showed a 4mm by 2mm tunnel. The avp ii was deployed in what seemed to be a good position, however, it migrated. The device was retrieved successfully through a 5f coronary guide catheter and the patient was sent to elective surgery.

Manufacturer narrative:
The cause of the migration could not be determined since the imaging of the procedure was not received. Aortograms are needed to confirm sizing and evaluate other parameters of the implant procedure. However, the device was manufactured according to specifications as evidenced by the testing performed upon return to aga medical.